Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was unable to adjust stimulation and there was a power-on-reset condition, as well as, the 'call your doctor' icon. Troubleshooting was limited due to lack of access to the product or patient. Additional information received from the health care provider reported that the cause of the event was unknown. No interventions were performed and it was unknown if the patient required hospitalization. Further information has been requested. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v671648, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v671648, implanted: (B)(6) 2011, product type lead. (B)(4).